Event description:
The customer reported that the ac power module for this unit failed.

Manufacturer narrative:
The customer reported that the ac power module for this unit failed. This reported failure could prevent the unit from powering up on ac power. Philips sent the customer a new ac power module. On 11/02/2009, a philips rep spoke with the customer who reported that replacing the ac power module resolved the failure.